Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/30/2015 with the following findings: a review of the pump¿s black box showed multiple occlusion alarms associated with high force. During testing, the pump was able to successfully complete a rewind, load, and prime sequence with no alarms. The pump was exercised for 24 hours with no occlusions. The force sensor calibration was found to be within specifications.